Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The batteries tested were functioning fine. During the initial checkout the image acquisition system (ias) computer was found to be corrupt and replacement part ordered. The medtronic representative returned to the site. During the imaging system checkout, imaging modalities failed. Failure reported that the ias software error displayed on remote desktop screen. Bi software will not initialize on ias computer. Mvs boots normally. The medtronic representative re-loaded 3.1.6 software on ias computer. System passed all testing and found to be fully functional. All battery and charger voltages passed. No battery problems found. No parts were replaced. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that a clinical specialist notified him that the x-ray batteries were not charging and no longer providing power. Replacement of batteries were requested. No further information provided. Account team was notified of the issue. There was no patient present when this issue was identified.